Event description:
The lay user/reporter called lifescan (lfs) in 2007 alleging the one touch ultra meter was powering off during use. The medical affairs specialists spoke to the reporter the next day. The reporter stated the meter issue began four days prior to original date. The reporter stated the patient was unable to test before breakfast or lunch. The patient did, however, take his set amount of novolin insulin (the reporter did not know the amount) in the morning. At 1:30 p.m. The next day, the patient reported feeling sweaty. At the time of the symptoms, he had something to eat and then called the paramedics. The paramedics treated him with a glucagons injection. The reporter does not know if they tested his blood glucose. He was not taken to the hospital. The issue was resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, although the issue was resolved, the reporter alleged the patient developed symptoms that are commonly associated with hypoglycemia and was treated with glucagons by paramedics.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned. Lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.